Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, "service required" and "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's oxygen blending module subassembly needs to be replaced to address the issues.